Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analysis of the device memory indicated atrial oversensing. It was noted right atrial (ra) lead warning triggered for 9441 atrial high rate episodes in the last 12 months. The analyst commented ra lead impedance was within range with 0 non-physiological senses, 0 short circuit paces and 0 open circuit paces. Concomitant medical products: 4024-52 lead, implanted: (B)(6) 1994.

Event description:
It was reported that during a device check, there was indication that a right atrial (ra) lead warning had occurred. It was noted that there was noise observed during atrial high rate (ahr) episode collection and the ra lead programming was adjusted. The ra lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.